Event description:
Update: (B)(6) 2013 - patient's medical records were received. Records indicate upon revision the patient's femoral stem was found to be loose. Also noted, was metallosis in the hip joint. The femoral stem is being added to the complaint and the complaint re-opened.

Event description:
Litigation alleges that the patient suffered the following issues on account of her left asr hip implanit: pain; disability; loss of function; use and range of motion; decreased and poor hip performance and longevity; gait disturbance.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The sales rep reported the revision. Patient was revised to address pain and elevated metal ion levels. Depuy still considers the investigation closed.